Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (occlusion); (insufficient information; cause is unknown). Conclusions: known inherent risk of a procedure (occlusion); (insufficient information; cause is unknown).

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the iliac artery was 12.75 mm. The iliac artery was mildly calcified and moderately tortuous. It was reported that the patient¿s 1-month follow-up CT revealed a stent graft occlusion in the stent graft limb. The physician performed an axillo-bilateral femoral bypass to resolve the occlusion. The cause of the occlusion is unknown. No additional clinical sequelae were reported, and the patient is doing fine. A review of returned films pre-implant shows that the proximal neck was irregularly shaped, and contained thrombus and calcification. The 6cm max diameter aaa was filled with thrombus (3cm flow lumen). The distal aorta was small (15 x 19mm) and very calcified. The right common iliac diameter was 8 - 10mm and calcified; the left iliac artery was occluded. Angio images at implant showed that the aui was brought up the right side, with the limb extension placed into the right common iliac. There were small areas of narrowing within the iliac limb, but no occlusion, stent graft kinks, or obvious flow issues were seen. Images at 1 month post-implant showed the aui placed just below the renals; the stent graft is completely occluded beginning just below the proximal stent graft margin. The proximal stent graft od is 34x35mm, and 16mm od (11-12mm ID) within the overlapping stent grafts in the 6.2cm diameter a aa sac, and 17mm od in the distal aorta. Within the right iliac, the stent graft ID is 7.5 - 9mm. Distal to the stent graft the flow is seen resuming within the right internal iliac and right femoral. The cause of the occlusion could not be determined. No stent graft kinking or ID compression is seen. It is unknown if the calcification seen in the iliacs may have contributed. As there was pre-existing occlusion of the left iliac, the occlusion may have been due to a patient related issue.